Event description:
It was reported that when a patient presented in clinic for a follow up, implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No further information is not available.